Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and was able to verify the reported issue. It was determined the cause of the reported issue was a failed reed switch sw5. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device would not start when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device would not start when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.